Event description:
Rn was starting IV fluids on pt uing shielded IV catheter; hcp jabbed the right thumb when withdrew the stylet. This nurse was inserviced on this device and hcp indicated hcp was told during inservice that the stylet might have to be removed like the old IV catheters until used to this product. Therefore the hcp did not press the button to retract the stylet while in the pt's vein.